Event description:
Rptr indicated that the pt's device was registering high impedance, and that the pt had begun experiencing an increase in seizure activity. The physician attributed the increase in seizure activity to the loss of therapy due to the high impedance. The physician was able to deny that the pt had experienced any trauma that may have caused the high impedance. All attempts for info regarding possible device replacement due to the high impedance, have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected.